Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/20/2013 with the following results: the contrast and down buttons have an intermittent response. Keypad is not damaged. Removed the keypad and found contamination under all button contacts. Unrelated to the complaint, pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Also unrelated, moisture can be seen in the battery compartment. Performed the leak test and found a battery compartment leak. Opened the pump case and found no further evidence of moisture inside the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up/down) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).